Event description:
The customer reported obtaining low magnesium (mg) patient results with a ¿g¿ flag on their au5800 clinical chemistry analyzer. Repeat testing was run on the same analyzer and a different analyzer with results were higher. The initial low result was released outside the laboratory. The customer indicated there was a change in patient treatment. The patient received intravenous (IV) fluid treatment for mg. No harm to the patient was reported. No further details were provided. There was no report of death associated with this event. The customer did not provide patient demographics but provided results for this patient.

Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and found no evidence of an analyzer or reagent malfunction. Repeat testing showed results were acceptable. The analyzer returned to normal operation. The customer was satisfied and no further issue was reported. Based on the available information, the probable cause is unknown. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).